Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used dignishield. Visual inspection of the one-photo sample noted a tear along the catheter funnel. This does not meet specification per ip7602850, revision 15 which states "damages, perforations, deformations in catheter and valve are not permitted". This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer states tubing of the dignishield sms system was split and allowing stool to leak out. Customer was notified of an issue with multiple dignishields over the weekend where the drainage tubing frayed/cracked and there was stool leakage from the system. Unfortunately, nursing did not save the packaging to identify the lot number. The reported going through 5 devices in a 24-hour period. They wanted to share with them to see if that has been a concern in other institutions and if they have any advice. They have dug into nursing practice and cannot find issues with insertion/maintenance that would¿ve caused this. For context, this is on a teenage male 40% tbsa burn patient. They had dignishield used intermittently throughout the 2-month admission to preserve posterior grafts, and there has not been any significant changes in their care that they would see could have caused that. It was reported that they continue to have the same issue with splitting down the seem of the unknown dignishield primary tubing. They had not been able to retain the defective products. They were usually discarded on off shifts when they are not available.

Event description:
It was reported that customer states tubing of the dignishield sms system was split and allowing stool to leak out. Customer was notified of an issue with multiple dignishields over the weekend where the drainage tubing frayed/cracked and there was stool leakage from the system. Unfortunately, nursing did not save the packaging to identify the lot number. The reported going through 5 devices in a 24-hour period. They wanted to share with them to see if that has been a concern in other institutions and if they have any advice. They have dug into nursing practice and cannot find issues with insertion/maintenance that would¿ve caused this. For context, this is on a teenage male >40% tbsa burn patient. They had dignishield used intermittently throughout the 2-month admission to preserve posterior grafts, and there has not been any significant changes in their care that they would see could have caused that.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.